Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found the dso seal degraded and lens scratched. A review of the event history log found multiple instances of the error 44520. During the functional testing, error code 44520 was unable to be duplicated but a "key stuck" error was found. The main board was replaced as a preventative measure as well as the key pad and dso sensor. Service history review identified this device was last serviced in sep/2022 and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported that there was an error code 44520. There was unknown patient involvement and unknown harm/adverse event was reported.